Event description:
It is reported that upon opening the device during surgery, the surgeon noticed a hair inside the sterile packaging.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Visual inspection of the returned package confirmed a hair was on the "foamvelop" surface. The device history record was reviewed and found conforming indicating that the device was manufactured, inspected, and packaged according to specifications.